Event description:
On (B)(6) - the dealer reported that the 6291-jr walker was damaged by the patient falling over it, allegedly due to suffering a heart infarction or a stroke. There was no allegation of product malfunction, or that it had likely caused or contributed to the incident, which was probably consequent of the end user poor health condition. No other information was available. Although this event has not been a result of alleged product malfunction, we will report it due to limited available information. Should we receive additional information regarding the event, this file will be revised, and reported.